Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 5.3 mmol/l on the inform ii system while a comparison lab returned as 1.8 mmol/l within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect system.